Event description:
It was originally reported that during the neurostimulator replacement surgery, the lead impedance measurements were greater than 10,000 ohms once the pocket adapter was plugged into the snaplid. The pt was able to feel stimulation. The company rep confirmed that the lead impedances remained high on some electrode combinations after surgery. The pt's device was reprogrammed and they were able to feel enough stimulation to satisfy their need for pain coverage. No complaints have been heard from the pt since.

Manufacturer narrative:
(B) (4).